Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated an alert 38 indicating consecutive stalled motor events that prompted device restarts, and the alert recurred, leading to a replacement of the pump and standard user guidance on shutdown, data syncing, and restart avoidance. Symptoms included no reported changes in blood glucose, as the user stated the issue was caught before it became a problem. Outcomes included no adverse health effects and no need for medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.